Event description:
It was reported that balloon rupture occured. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation but failed to cross the lesion. The balloon was inflated; however, on the second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.